Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument did not swivel properly. Instrument moved it the wrong direction and operated with difficulty. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm, reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.